Manufacturer narrative:
Results of investigation: the suspect device was not returned for evaluation. However, log file analysis tool was utilized. Log shows that at (B)(6) 2023 04:05:10 (system time) the ventilation was on with a fio2 set to deliver 100% . But the o2 supply pressure stays at zero as a result alarm 271- "o2 supply failed" message got triggered. User shutdown the unit later at (B)(6) 2023 04:12:07. Unit was again active from (B)(6) 2023 16:14:08, followed by calibration including o2 gain, nebulizer, flow sensor delay, mushroom valve offset and o2 valve offset calibration. No issues noticed while performing this steps. No dosing related alarms visible on the logs. Most likely, high pressure oxygen was not connected with the unit while the unit was set to deliver 100% oxygen. Unit functioned as designed.

Event description:
It was reported to vyaire medical problem with bellavista 1000 us in which vent is having o2 dosing alarm and was not registering the vts (spontaneous tidal volume) from the patient. Furthermore, there was no patient harm reported. Patient switched to a different bellavista 1000 with no problems reported.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.